Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out specification in relation to the customer reported battery operation may not be available which was reproduced. The cause was determined to be a failed battery cell which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a abgn wireless battery alarmed battery operation may not be available. There was no known patient injury or medical intervention associated with this event. No additional information is available.